Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump is returning for evaluation. No further information was provided.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation where thrombus was confirmed. The device was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed outflow conduit revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly revealed depositions of loosely coagulated blood within the sealed inflow conduit, on the body of the rotor, and in the proximal side of the outlet stator. Their lack of lamination and denaturation suggests that these depositions developed acutely and may not have been present while the pump was in use. Analysis of the inlet side of the pump revealed a laminated thrombus formation surrounding the bearing cup within the distal side of the inlet stator. The lamination and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. A root cause for the formation of the observed depositions could not conclusively be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. The date of event reflects the date of notification that the pump would be returned for evaluation. Approximate age of device - 5 months. The device was returned for investigation. The evaluation is not yet complete. Notification was received from the customer that they would be returning the pump for evaluation. No specific information regarding the device or patient was provided. Multiple attempts to obtain additional information have been unsuccessful. This is being conservatively reported with the assumption that the device was not explanted for a routine transplant or patient recovery. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.